Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va08myg, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had ¿the worse day of the year¿ on (B)(6) 2013. Stimulation reportedly ¿just turned on¿. That night, as well as at the time of the report, the patient¿s symptoms were being controlled. However, the reporter wanted to know if the stimulation feeling that the patient had was normal. The reporter indicated that the patient felt stimulation for 15 to 20 seconds and then ¿it turned off and then on again.¿ it was noted that the reporter was going to contact the healthcare provider. If additional information becomes available a follow-up report will be submitted.